Event description:
Cochlear baha connect implanted (B)(6) 2018. Patient continues to have skin overgrowth and local skin infections. Treatments include topical antibiotics, systemic antibiotics, local steroid injections. Abutment has been changed twice to a longer length from original in 2018, most recent to a 14mm on (B)(6) 2023. Post--procedure tissue remains inflamed and draining at the abutment site. Silver nitrate cautery performed (B)(6) 2023. All cochlear abutments have been dermalock coated.